Event description:
Boston scientific received information that at a recent follow-up, all parameters were normal, but it was noted that the a non-sustained tachycardia event had been logged that included 5 fast beats within a 3-second time period, which caused 3 seconds of pacing inhibition. The patient's condition is complete heart block with atrial fibrillation. The patient is pacemaker-dependent, but the patient was not aware of any issues and did not experience syncope or pre-syncope. No programming changes were made and the patient will be followed-up again later. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.